Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving fluctuating readings with the use of the adc freestyle libre sensor which led to a medical event. No comparative readings were provided however on (B)(6) 2019, the customer experienced unspecified hypoglycemia symptoms and subsequently lost consciousness. A neighbor called an ambulance who transported the customer to the hospital where he was admitted (length unknown) and treated with ¿sugar in gel¿. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving fluctuating readings with the use of the adc freestyle libre sensor which led to a medical event. No comparative readings were provided however on (B)(6) 2019, the customer experienced unspecified hypoglycemia symptoms and subsequently lost consciousness. A neighbor called an ambulance who transported the customer to the hospital where he was admitted (length unknown) and treated with ¿sugar in gel¿. No further information was provided. There was no report of death or permanent impairment associated with this event.